Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Codes b17, c20, and d15 are applicable to this analysis. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a guidance system being used during a spinal procedure. It was reported that there was an alleged inaccuracy. During scan and plan, when sending the arm to both left and right positions for screw trajectories, the arm went more rightward of the patient than expected and not directly near/over the spine. Surgeon decided to switch to using the navigation system for navigation. There was less than an hour delay. No impact on patient outcome. The manufacturing representative (rep) was later able to pass the system with the 10-point accuracy test.